Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a stent migrated and had expansion difficulties. The 75-90% stenosed lesion was located in the superficial femoral artery (sfa). Another manufacturer's sheath and a v18 wire were used to access the sfa lesion. Another manufacturer's balloon was used to dilate the lesion. The proximal portion of the v18 wire was subintimal (not in the true lumen of the vessel), and the distal portion of the wire was in the true lumen of the vessel. Another manufacturer's sheath and another manufacturer's guide wire were advanced and the lesion was dilated with another manufacturer's balloon. The distal sfa was stented with another manufacturer's stent. An epic stent 8x60mm overlapped with that stent. When the epic stent was deployed, it "jumped off" the delivery system, approximately 1 cm distal into the other previously placed stent. At the proximal end of the epic, it seemed "compressed and shortened." Another manufacturer's balloon was expanded in the two stents. A third stent was then implanted, from another manufacturer. The patient status is reported as "stable." Additional information was requested but is not available.